Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive; cause was unknown. There was no adverse impact to customer's blood glucose level. Reportedly, customer continued to use current pump for insulin therapy.